Manufacturer narrative:
(B)(4): d10: item # 47430904601, drill 2.5mm sterile, lot # 67353842. Item # 47430706100, tm glen 6mm drl cann ster, lot # 66808957. Item # 00436201500, 26 mmtm rvs base plt 15m, lot # 67363523. Item # 0104223030, invers/revers scr syst 4.5-30, lot # 3178819. Item # 0104223030, invers/revers scr syst 4.5-30, lot # 3220079. Item # 00436003600, tm reverse glenosphere 3, lot # 67442741. Item # 00434901213, tm reverse stem 12mm x 130mm, lot # 67605753. Item # 00434903909, spacer 9mm, lot # 66188037. Item # 00434903600, 36mm poly liner plus 0mm ofs, lot # 67616342. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a glenoid guide pin broke. Attempts have been made and no further information has been provided.